Event description:
The customer reported the size of the 25 gauge trocar cannula is inconsistent. The vitrectomy probe and forceps won't fit through the trocar. However, when they replace the trocar with another, they fit. No pt injury was reported.

Manufacturer narrative:
No samples were returned for evaluation. The root cause of the event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).